Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 3013886523-2024-00064 3013886523-2024-00066. A facility reported a patient was hospitalized due to traumatic brain injury for approximately one to an half weeks, decompressed bilaterally. Intracranial pressure measurements with intraparenchymal sensor and directlink were unreliable values (too high/too low). Therefore, the system was replaced with intraventricular sensor but the problem remained. The first sensor was implanted on (B)(6) 2024; explanted on (B)(6) 2024. Second sensor implanted on (B)(6), 2024; explanted (B)(6) 2024. Medical staff continued with not invasive monitoring (tcd diastolic flow velocity and optic nerve sheat).

Event description:
N/a.

Manufacturer narrative:
The sensor was returned for evaluation: DHR - lot 6824225, conformed to the specifications when released to stock failure analysis - the issue of the complaint was not confirmed: - no visible damage to the millar sensor or connector. - catheter crimped 30.3 cm from distal end. - icp express read 435; cerelink monitor was acceptable. - the device passed electronic, noise, linearity/hysteresis and signal drift. Root cause - based on the failure analysis, the exact issue reported by customer could not be confirmed as the device worked correctly. The possible root cause for the issue reported could be unstable sensor performance or incorrect selection of semiconductor components.